Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer felt that the insulin pump was not working correctly because her blood glucose levels have been over 400 mg/dl, and is very thirsty. The customer also stated that she was hospitalized for severe hypoglycemia in february of this year. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was sent to the customer, and advised her to call back to finish troubleshooting. Nothing further was reported.